Event description:
Case reference number (B)(4) is a spontaneous report sent on 05-mar-2026 by an other health professional via a sales representative concerning a female patient of an unknown age. No information about medical history, concomitant medication or history of allergies has been provided. The patient had previously received two treatments with restylane kysse. On an unknown date, the patient received a third treatment with 0.7 ml of restylane kysse (lot 23730) to lips (unknown injection technique and needle type). After the lip filler treatment, the patient also underwent vi peel treatment. After treatment, the patient experienced intense swelling (implant site swelling) of the lips. On an unknown date, the patient went to the emergency room and received corrective treatment with unspecified IV antihistamines and steroids. The hcp reported that patient made a full recovery and returned to normal. Outcome at the time of the report: intense swelling was recovered/resolved.

Manufacturer narrative:
Company comment: the serious event of swelling at implant site is considered expected for restylane kysse, however, a causal relationship with the treatment cannot be ruled out. Seriousness criteria includes the need for medical interventions to prevent permanent damage. The potential root cause includes the treatment procedure with the concomitant vi peel, which may have triggered or intensified an inflammatory or hypersensitivity type reaction, and a contributory factor could be the treatment with restylane kysse. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with both the treatment with restylane kysse and the concomitant chemical peel treatment. The reported lot number was valid and verified the reported product. To date, this is the only case report received for this lot number. The information available does not indicate a non-conforming product or malfunction related to restylane kysse, however, to fully rule this out, a repeat batch record review will be conducted, and additional information will be requested. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.